Event description:
On (B)(6) 2011, the (B)(6) nurse contacted the (B)(6) baxter technical service representative to report an event of peritonitis in a male patient receiving dianeal and extraneal therapy. The patient was hospitalized on an unknown date for the event. The patient received an unspecified antibiotic for the peritonitis. It is unknown what labs or cultures were performed. On an unknown date, the patient developed a recurring peritonitis and was hospitalized for an unknown length of time. Unspecified antibiotics were administered and the event resolved. Peritoneal dialysis therapy was ongoing. The nurse reported that the events were not related to pd therapy. The event was possibly caused by endogenous factors. Retraining regarding aseptic technique was not considered necessary.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.